Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that the patient's blood insulin pump has been displaying a no delivery alarm. Patient's blood glucose level is 67mg/dl. Trouble shooting is to be conducted at a later date. No further information available.